Manufacturer narrative:
Philips has investigated this complaint. The customer confirmed that system was booting slowly. However, the service quote provided by philips was not accepted by the customer and therefore no further action could be performed by philips. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device was unable to perform fluoroscopy. No harm was reported. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received. Philips has started an investigation for this complaint.